Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate smoothly or freely, there was resistance when attaching the function gauge, and there were signs of corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mechanical component wear from inadequate cleaning and possibly immersion. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the modified trinkle ream attachment device did not work. The reporter stated that the rest of the set functioned as expected. There were no delays to the planned surgical procedure. An identical spare device was not available for use. However, a chuck device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.